Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they were trying to fill up the tubing but it won't do it. Customer received a no delivery alarm and wanted to fill the reservoir up to 130 units as that is what her doctor wants. Customer is using her last 20 units and her blood glucose is running high. Customer stated that her doctor wants her to change her set sooner. Customer later called back and stated that her set wasn't working. Customer's blood glucose came down to 416 mg/dl. Customer took more insulin and declined troubleshooting.